Event description:
On (B)(6), 2012, the patient was implanted with a conformable gore tag thoracic endoprosthesis. During the deployment the device moved forward by about 7 mm covering the left common carotid artery. Further information and images were requested.

Manufacturer narrative:
Further information and images were requested.